Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure.the issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 25 minutes. It was reported that the site was using the navigation system during the case with the imaging device. The site was able to do one spin but the images weren't transferring over to the navigation device. The site rebooted the system which led to the navigation device's main cart monitor displaying a blank screen with a cursor. The site swapped systems and brought in another navigation device and were able to continue the case with no problem. The surgery was completed with navigation and there was no impact on patient outcome. Technical services (ts) walked the medtronic representative through the kd article # (B)(4) (stealth-station s8 / (B)(4) which she was able to get the navigation device back up and running. Ts requested pulling the archive on the stealth station where 192 black slices showed up but the medtronic representative was unable to export this archive to her usb, but another patient archive transferred to the same usb with no difficulty. Software engineering confirms that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.